Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized with an unspecified blood glucose level for unspecified treatment by their healthcare provider, associated with an alleged inaccurate delivery issue. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient was allegedly hospitalized while on the insulin pump, and the pump could not be ruled out as a contributing factor.